Event description:
The cardiologist met resistance as he was attempting to remove the samurai rc straight tip guidewire from the patient. He had to thread another sheath over the top of the guidewire to remove it safety from the patient. Once removed, examination found the tip of the device was frayed and possibly unraveled. This device was the first used out of a newly opened box. Other guidewires from this box have been used without incident.